Manufacturer narrative:
Received three 138114a in unopened original packaging. Lot number was verified. Performed a visual inspection, there is an open hole in the seal. Performed a functional inspection, the devices were dye leak tested per (B)(4) rev. F which indicated that the packaging had an insufficient heat seal on one out of the three packages. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: contraindications: these devices should never be used when: there is visible evidence of damage to the exterior of the device such as cracked or damaged plastic or connector damage. These devices fail the inspection described herein. Safety tips: inspect and test each device before each use. Inspection: these devices should be inspected before use. Visually examine the device for obvious physical damage including: cracked, broken or otherwise distorted plastic parts. Damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
(B)(4). The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, 138114a, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. Due to the potential severity of a breach in sterility, this complaint meets the criteria for a reportable event. This will be reported as a malfunction with potential for injury upon reoccurrence.